Event description:
The customer reported the subject device was not displaying an image and showing a b30 error code (scope communication error) when plugged in. The reported issue occurred while preparing a subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunction of a b30 error code.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was not confirmed or duplicated. However, the reported issue (no image) was confirmed and found to be caused by a plug unit failure. In addition, service found the adhesive on the bending section cover was detached. The switch button#1 to the switch button #4 was not working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to device handling, or a failure of the plug unit due to the earth wire of the system was not connected; the insertion/removal of scope connector while the system power was on or, dirt, fluid adhered to the scope connector contacts. It is also possible the charged coupled device cable built in insertion tube of the device may have been damaged by physical stress applied to the tube. The event can be detected by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Olympus will continue to monitor field performance for this device.